Event description:
It was reported that a cartridge alarm occurred during the loading sequence. There was no reported adverse impact. During troubleshooting with technical support, the alarm reoccurred. Customer reverted to an alternate method of insulin therapy.